Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action and replicated during testing on all but one of the four returned samples. Inspection: external and internal inspection was performed on (qty 2 p/n tc10012515, qty 2 p/n tc10013664). During external inspection, 2 out of the 4 returned keypads were observed with signs of fluid ingress on the flex cable and the remaining 2 were received in good condition with no obvious issues observed. During internal inspection, the returned keypad was observed with broken traces and signs of fluid ingress near where the flex cable meets the circuit layer. Test results: three (3) out of the 4 returned keypads failed the maintenance keypad test due the keypad failing to power on the device. One (1) of the of the 4 returned keypads passed the maintenance keypad test due to all soft keys functioning as intended. The ac indicator light illuminated on as expected for 2 out of 4 returned keypads but 1 of the keypad failed to power on where as the remaining keypad was observed to be functioning as intended. The ac indicator light did not illuminate on for 2 out of 4 returned keypads but was observed with the issues mentioned above. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.